Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument (pch) tip was stuck and unable to straighten. Customer had to use another instrument to manually straighten enough to get out of patient. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument has already been returned to intuitive.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument (pch) instrument was analyzed and found to have a segment of the conductor wire dislodged from the distal clevis. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed the electrical continuity test. Also, the pch instrument was found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 0.236 x 0.430 in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. The probable root cause of a dislodged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.